Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump emitted low battery and replace battery alarms after the pump was exposed to moisture. The patient stated that when the battery was replaced the pump powered off and the patient replaced battery again and the pump had no power. The patient also noticed that there was moisture under the display screen and scratches on the display screen. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed short battery life. During evaluation, the pump powered up and current readings were within specifications. Investigators were unable to complete failed steps due to load step malfunctions. There was corrosion on the battery power connection and on force sensor plate. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen, which has no effect on insulin delivery function.